Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, the patient experienced unstable angina and in-stent restenosis occurred. The patient presented due to unstable angina. The 70% stenosed and 28mm long target lesion was located in the proximal left anterior descending (lad) artery with a reference vessel diameter of 2.7mm. The target lesion was treated with pre-dilation and placement of a 3.0x38mm promus element stent, resulting in 0% residual stenosis. The patient was discharged the following day on aspirin and clopidogrel. (B)(6) 2012 - the patient presented with unstable angina. The physician observed 80% "edge" restenosis of the previously placed promus element stent placed in the proximal lad. The in-stent restenosis was treated with placement of an unknown manufacturer's drug eluting stent and the event was considered resolved without residual effects.